Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of three (3) unspecified access sets (also reported as ¿believed it was a one-link device¿) disconnected and ¿fluid leaked out.¿ the events occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.